Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain. A MRI revealed a mass approximately three centimeters. Fluid was also drawn, results show a cobalt level of 20. Corrosion of the head and neck junction is also noted.